Manufacturer narrative:
The previous report stated the device was returned on jan 10, 2017. Upon further investigation it was found that the device was returned to the investigating site on jan 30, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a broken tip was confirmed. An assessment was performed on the external features of the returned cutter and it was observed that the tip of the cutter was broken. The cutter was examined using 28x magnification and results indicate that there was excessive force applied. It was determined that the assignable root cause of the condition was due to excessive lateral or side to side force, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable reporter's phone number is not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure it was observed that the cutting burr was broken. The reporter stated that the cutting burr was applied at an angle that may have led to the breakage. It was reported that there was no delay in the procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Upon receipt of the device, the lot number (j403110246) was provided. Therefore, date of manufacture (nov 10, 2015) was available. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.